Manufacturer narrative:
The reported inability to establish communication with the ipg using a cp or pc was confirmed. The device was returned without any visible anomalies or damage. The uep inductive tool showed that the device was in the service application state. Attempts to restore the device to the therapy application were unsuccessful due to crc failure. Due to the state of the device, no functional testing could be performed. This communication issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. When the device enters the service application state as a result of exposure to high energy and does not exit correctly, there is potential for corruption and crc failure. The clinician programmer will be unable to communicate with the implantable pulse generator (ipg) when this occurs. Per the event details, the connectivity issue was observed after the patient underwent an unrelated surgery. There is guidance noted in the clinicians manual concerning handling of the device: electrosurgery devices should not be used in close proximity to an implanted neurostimulation system. As a result of this finding, actions have been taken to prevent reoccurrence. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient was unable to communicate with the ipg following an unrelated surgery. Reportedly, the ipg was not put into surgery mode prior to the unrelated surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
Corrected data: h9 - changed from 1627487-060217-001-c to 1627487-0602017-001-c.